Event description:
Follow-up with hcp reported an uneventful refill of the pump at about 1 pm the day before death. The following morning at about 6 to 6:30 am the pt awoke feeling nauseous-had an emesis, and went back to bed. Pt was found dead at about 11:00 am. Pt's dose had started at implant at 3 mg of mso4 per day and had been 7 mg per day at the time of the refill. The dose had been increased to 8 mg on the day of the refill. Hcp also stated pt's medical history also included obesity and hypertension. Pt was receiving medications for asthma and hypertension as well as mild analesics -fioricet. Per the medical examiner's office-the cause of death has not been determined pending the results of the toxicology tests. A follow-up report will be filed when add'l info is available.